Event description:
It was reported in the journal of neurointerventional surgery a case where a patient suffered a subarachnoid hemorrhage (sah) as a periprocedural complication. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the event is unknown as it was from a poster abstract from patients with symptomatic intracranial atherosclerotic disease treated with angioplasty and stenting between 2005 and 2014. The product remains implanted; therefore, a physical analysis could not be performed. The device history record (DHR) could not be reviewed because the lot number remains unknown; however, the device is believed to have met specifications when released because the device was successfully placed with no reported device malfunction. Because the reported subarachnoid hemorrhage is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned.